Event description:
Asr revision; asr resurfacing- left; reason(s) for revision: pain. (B)(4).

Event description:
Asr revision; asr resurfacing- left; reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr resurfacing- left. Reason(s) for revision: pain. Added hospital and complainant country from original claimsuite- 7 mar 2014. Update - updated hip side and added manufacturing dates, taken from claimsuite dated 24th june 2014. Right not left hip. Update received 6th august 2014. Additional hospital added. Hospital name amended and alternative spelling of surgeon name added, kid number added and status amended to "legal." Update received 18 august 2014. Lot number confirmed. Additional revision reason added. Construct type and common name amended for femoral head. Reason(s) for revision: pain, noise. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: pain. Added hospital and complainant country from original (B)(6) - 7 mar 2014. Update - updated hip side and added manufacturing dates, taken from (B)(6) dated 24th june 2014. Right not left.

Manufacturer narrative:
Depuy still considers the investigation closed.